Event description:
Boston scientific crm received information that this patient put his hands behind his head two weeks after device was implanted, and both the right atrial (ra) lead and right ventricular (rv) lead dislodged. The patient was admitted to the hospital with near syncopal symptoms and a low heart rate. A lead revision was scheduled that day. To date, no adverse patient effects were reported. The ra and rv lead remain in service. Boston scientific crm cannot confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated. No event date was made available